Event description:
The tip of the plastic introducer catheter sheared at the level of the biopsy site/cavity. Repeat stereotactic images proved this small component of the introducer sheath to be radiographically occult/isodense to the surrounding breast tissue. The biopsy system was removed and the cavity explored with a curved hemostat. The small residual tip could not be identified by this tactile approach. The representative was contacted. The material is reported to be inert with retrieval unnecessary according to the representative.